Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient believed the tremors returned suddenly. The patient reported they did have a fall about a month ago due to tripping over the dog, however it was after the return of tremors. The patient reported on (B)(4) 2018 they tried using a drill but was unable due to the tremors. The patient called the health care professional (hcp) office and they were going to contact a manufacturer representative to come to the appointment on (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was having problems with the device and it needed to be adjusted. The patient clarified they had a return of tremors the last month or so and the settings were maxed out. The caller stated they had a reprogramming session with their health care professional (hcp) scheduled for (B)(6) 2018. No further complications were reported or anticipated.